Event description:
It was reported that stent damage occurred. The target lesion was located in the right renal artery. A 7.0mmx15mmx150cm express vascular sd stent was advanced for treatment. However, during insertion, the stent became deformed in the guide catheter. The procedure was completed with a different device. No patient complications reported and the patient status was stable